Event description:
It was reported the gastrointestinal videoscope¿s bending sheath cover was torn and had metal protruding. It was not specified during what type of device usage the event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (b5 ¿ describe event or problem) should be: it was reported, the gastrointestinal videoscope exhibited leak from the insertion tube. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death. Correction: (h6 ¿ component code) should be: 525 - tube. Correction: (h6 ¿ medical device problem code) should be: 1354 - leak. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, leakage from insertion tube, could not be identified. Manufacture business center could not specify root cause of the suggested event. According to device inspection result, insertion tube had dent/cut/pinhole. Manufacture business center presumed from the above that insertion section was broken by physical stress applied to the subject device, which led to the suggested event. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance for this device.